Event description:
It was reported the pt had discomfort at the ipg site; the pt had lost weight and the ipg was superficial in placement. The pt reported she felt discomfort on the inside of the pocket site, however, the outside of the pocket site was not sore unless the area was touched. The pt also reported intermittent communication with the programmer. It was reported the pt was to meet with a physician regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.